Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer plugged the pump in to charge, it was noted that the usb cable and wall adapter were damaged and appeared charred and burnt. There was no reported adverse impact to customer's blood glucose level.